Manufacturer narrative:
Batch review performed on 28 february 2025 lot 147287: (B)(4) items manufactured and released on 27/01/2015. Expiration date: 31/12/2019. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. R&d analysis: revision surgery of a gmk sphere component was performed due to anterior knee pain occurring 10 years after the primary tkr. During the initial surgery, the patella was not treated. However, in the revision procedure, the patella was resurfaced. The secure screw for the insert was found to be partially loosened, and the surgeon re-tightened it using the dedicated torque-limiting screwdriver. It is suspected that the screw loosening occurred due to insufficient torque during the primary surgery, as the torque-limiting screwdriver was not available to the surgeon at that time. Based on preliminary investigation, there is no indication that this issue is related to a defective device. The cause could be insufficient tightening torque at the time of primary operation, but this cannot be ascertained and other causes may have originated the issue. The device history record review does not indicate any potential manufacturing-related issue.

Event description:
About 9 years and 10 months after the primary surgery, the patient reported anterior knee pain and the surgeon performed an additional surgery and resurfaced patient natural patella. Inlay locking screw unscrewing (not free in the joint) was detected during this surgery. The inlay locking screw has been screwed back on. Torque limiter was not available during the primary surgery.